Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trigger of the recon sagittal saw device was not working. It was further reported that the trigger was blocked, jammed and was moving heavily. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device failed the rotation of the saw head check-saw head miss-align, the proper function of the trigger-magnet retainer was broken, and for the function of modes check-would oscillate when the trigger was activated. It was determined that the sagittal saw would not oscillate when the trigger was pressed. It was further determined that the trigger would not go all the way down. During service/repair, it was observed that the saw head housing missed-aligned, and the set screw was worn. It was observed that the magnet retainer was broken, there was excessive debris inside the internal sub-assembly¿s components, the ball bearings were corroded, and the housing labelled was worn. The assignable root causes were determined to be due to improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.